Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and determined that all the ise (ion selective electrodes) were defective. The fse replaced the sodium (na), chloride (cl) and potassium (k) electrodes to resolve the issue. The fse performed system verification successfully without further issues. The analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated nine (9) erroneously low na patient results on (B)(6) 2025. Patient demographic was not provided. The customer indicated that one (1) of the patients was sent to emergency room (ER) for treatment due to low na results. Upon follow up with the customer it was confirmed that no treatment was given. A new blood sample was redrawn for the patient sent to ER and repeated with normal results. The erroneous results were reported outside the laboratory and later corrected on (B)(6) 2025. There was no report of change to treatment, injury, or death associated to this event. The customer provided patient data results for nine (9) patients.